Event description:
It was reported that log files contained data as the backup system controller connected to the pump, (B)(6), on (B)(6) 2026 at 14:05. The log files captured routine events and there were no notable alarm conditions or parameter changes seen in log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported heartmate 3 system controller exchange was confirmed via the submitted log files downloaded from the patient¿s new controller. The controller and left ventricular assist device (lvad) event log files downloaded from the new controller serial number (B)(6) showed events consistent with the reported controller exchange on (B)(6) 2026. Log files from the previously used controller (serial number unknown) are not available to review. The exchanged heartmate 3 system controller (serial number unknown) was not returned for analysis. It was reported that log files were submitted to review from the backup controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event could not be conclusively determined through this analysis. The device history records for the heartmate 3 system controller could not be reviewed as the serial number of the controller was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.